Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a proximal af procedure, an air leak occurred. After placing the sheath, prior to catheter insertion, air was aspirated in the syringe that connected to the extension port of the sheath. The sheath was replaced and procedure was completed with no adverse patient consequences. The sheath was discarded.